Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "no display" which was reproduced as a black display during the power up sequence. The reported "no display¿ was verified and found to be caused by an failed liquid crystal display (lcd). The device was retired from service, as replacement parts are no longer available and therefore the customer was offered a replacement device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "no display" and "6 beep alarm". There was no known patient injury or medical intervention associated with this event. No additional information is available.